Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 07/22/2016. Retain product was tested and found to be functioning according to specification. Return product was not available. Lot# a15337; manufacture date: 12/03/2015; expiration date: 05/14/2016. A15351 ; 12/17/2015 ; 05/28/2016. Investigation: ss-hcg cartridge lots a15337 and a15351 were investigated as these were the only lots shipped to the customer that were unexpired at the time of complaint registration. A review of the device history records (dhrs) confirmed that the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria for detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. Y (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lots are meeting specification.

Event description:
On 04/19/2016, abbott point of care was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false negative result on a female patient who was determined to be four months pregnant after a subsequent lab test. There was no additional patient information available at the time of this report. No test results were provided. Rerun product is not available. At the time of the event, there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).